Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1313601) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci clinical specialist that a patient underwent a diagnostic catheterization procedure on (B)(6) 2013. Access was obtained at the superficial femoral artery via a 5f sheath (model unk). A pre-procedure femoral angiogram showed the vessel size to be 5mm. Following the procedure, the nurse who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that as soon as the device was laid down, during the swell time pulsatile blood was seen. The device was removed and the patient was converted to 20 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.